Event description:
Baxter received a report from a baxter technician stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The baxter technician found the brake casters needed to be replaced. Per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake casters to resolve the reported event. Based on this information, no further action is required.

Manufacturer narrative:
Additional information was received that the damage was only in one caster. A report of only one caster not holding would be unlikely to cause or contribute to a death or serious injury if this were to recur. The bed will still have three holding casters that would prevent significant movement of the bed and rolling of the wheels. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence is reasonably expected to result from this issue.